Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery and has been experiencing high blood glucose over 500 mg/dl. No delivery alarm occurred during a bolus, blood glucose was 276 mg/dl at that time. Troubleshooting for the alarm was performed and anomaly was resolved by disconnecting and reconnecting tubing and the reservoir. Troubleshooting was performed for high blood glucose. Customer had been vomiting and he treated with manual injection. Customer stated he had changed so troubleshooting was stopped. Customer is not returning the sensor for analysis.